Manufacturer narrative:
Product ID 3095-10, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type extension, product ID 3093-28, lot#, serial# unknown, implanted: 2007 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had bladder infections all of the time, but it was not specified when they started happening. The patient was sick all of the time with the infections and had never been seen by her doctor for her device. It was also reported that the patient had heart attacks and strokes since she had the device. It was recommended that the patient see her physician, but the patient was not sure if her physician was still doing this or around as she heard he had some heart attacks. Additional information has been requested, but was not available as of the date of this report.